Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported immediately following a micro-stent implant procedure, a patient experienced a bleed. The doctor used a viscoelastic tamponade to stop the bleeding for only a few seconds. The anterior chamber was then irrigated vigorously. The eye was closed without incident. Additional information received reported the patient's pupil was blown from the initial intraocular pressure (iop) spike.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema, intraocular pressure (iop) spike, and blown pupil; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of failure of the system. It is most likely that the lumen became obstructed either by the residual blood and/or the viscoelastic used to tamponade the bleeding and was not completely aspirated. In each of these cases, aqueous outflow was reduced, which causes an increase in iop. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in product labeling. The postoperative hyphema most likely occluded the stent. (B)(4).